Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 11.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. Blood penetrated the lead in the cut area. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
This system was returned without documentation from an unknown source. The patient expired on (B)(6) 2014 but the cause of death is unknown. The patient following physician had no additional information. Should additional information be received, this file will be updated.